Event description:
It was reported by service report that the jacks was unable to be pumped up completely from any pedal. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.